Event description:
Reporter indicated patient underwent revision surgery to replace the generator due to normal battery depletion. After the new generator was implanted, system diagnostics performed intra-operatively yiedled high impedance indicating a possible lead discontinuity. Troubleshooting was performed to try to correct the high impedance, but was unsuccessful. The lead was replaced. System diagnostics indicated proper device function. The explanted products have been sent back for product analysis. Product analysis is not completed at this time. No serious injury was reported in conjunction with the high impedance.

Manufacturer narrative:
H6: device failure is suspected, but did not result in serious injury or death.